Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for diabetic ketoacidosis and high blood glucose. The customer experienced stomach ache, headache, and shakiness. The customer was wearing the insulin pump at the time of hospitalization. The customer had been treating via insulin pump therapy followed by manual insulin injections. The customer was hospitalized and treated for three days. The customer had not received any errors on the insulin pump but their blood glucose remained elevated. Troubleshooting was declined for the high blood glucose; the customer had already performed troubleshooting. The insulin pump will be returned for analysis due to customer request and doctor's orders.